Manufacturer narrative:
Initially it was reported in the 3500a initial that the pump did not switch from ¿low¿ to ¿high¿ flow during ablation. Additional information was received on 02-jul-2023. The pump was pumping from low to high during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a clot issue occurred. At the end of the procedure, the catheter was removed and clots appeared on the catheter. The procedure ended successfully. The patient did not experience an adverse event. The patient did not require revision surgery. There was no medical intervention required such as x-rays, additional procedures, prescriptions. There was no patient consequence. There was no clinical outcome experienced by the patient (infection, inflammation, etc.). There was no other medical intervention (eg. X-rays, additional procedures, prescriptions, otc, revision) required. Additional information was received. The clots were located on the tip electrode. The system did not present any error message nor did the physician/user see any product problem. There were no issues related to temperature or flow on the catheter. The generator parameters were set to power control mode, temperature cutoff ¿ 40 degrees, power cutoff- 40 w. The noted temperature, impedance and power were 28 degrees, 130 ohm and 40 w. The act was over 300 and it was maintained all throughout the case. No picture available. The patient exhibited no neurological symptoms since the procedure was completed. The physician considered that the clot was excessive (based on their clinical experience). The physician did not consider the amount of the clot observed caused a potential risk to this patient. The correct catheter settings were selected on the generator. The pump did not switch from ¿low¿ to ¿high¿ flow during ablation. The force was normal, less than 25. The irrigation rate was not used outside of those prescribed. The pre-ablation high setting was set to 0 seconds. Heparinized normal saline was used as the irrigation fluid. The carto visitag module was used with the following settings of tag size- 2, force over time- 25 g, stability time-3 ms, stability range-3 mm and respiration setting- checked (accuresp). The color options used was the tag index. The event was assessed as MDR reportable for a clot issue.

Manufacturer narrative:
In the previous submission, a recall number was incorrectly provided. Please note that this recall number is not associated with this event. Manufacturer's reference number: pc-(B)(4).